Event description:
The customer stated the paramedics were called to her home for treatment due to low blood glucose levels. Troubleshooting revealed that the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.